Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was bowed away from the hot jaw but still remained attached. A pre-cautery test was performed on the device with a reference power supply, extension and adapter cable. The device failed the pre-cautery test; it produced no steam or heat during several attempted activations. Based upon the eval results, the reported complaint was confirmed; however, it was also confirmed for heating wire separation from jaw. Add'l eval needed. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not fire to cauterize the branches. A replacement device was used to complete the procedure. The hosp did not report any pt effects.